Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and hemiparaesthesia ("paraesthesia in left cheek") in a (B)(6) year-old female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), memory impairment ("short-term memory disturbances"), visual impairment ("intermittent visual disturbances"), menorrhagia ("menorrhagia"), fatigue ("abnormal fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hemiparaesthesia, memory impairment, visual impairment, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, hemiparaesthesia, memory impairment, menorrhagia, pelvic pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 04-oct-2017 for the following meddra preferred terms: pelvic pain : the analysis in the global safety database revealed 4655 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and hemiparaesthesia ("paraesthesia in left cheek") in a (B)(6) female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), memory impairment ("short-term memory disturbances"), visual impairment ("intermittent visual disturbances"), menorrhagia ("menorrhagia"), fatigue ("abnormal fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hemiparaesthesia, memory impairment, visual impairment, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, hemiparaesthesia, memory impairment, menorrhagia, pelvic pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.455 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.